Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the surgeon's office indicating that the reason for the generator replacement was due to an exhausted battery and that during the procedure an issue was also identified with the lead. X-rays were not performed and there were no pre-op diagnostics available. It was also noted that there was no indication of high impedance in the op report, just a worn down lead. Trauma and manipulation were not suspected. Follow up was also performed with the patient's neurologist who indicated that the patient was seen just prior to replacement. At that time, the patient's seizures had become unstable and the patient was referred for replacement due to the battery running low, however the battery was not at end of service. There was no record of high impedance prior to the replacement and the physician simply indicated that the patient's seizures had become unstable after years of being stable. Exact diagnostic results, and the relationship between the patient's current increases in seizures to his pre-vns baseline were not provided. Trauma and manipulation were not suspected by the neurologist. Product analysis on the explanted generator was completed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis on the lead was also completed. During product analysis abrasions were identified in the outer and the inner silicone tubing at multiple locations. Also, the lead coils were exposed at multiple locations showing what appear to be wear (flat surfaces) on the exposed surfaces. Body fluids were identified inside the inner and outer silicon tubing as a result of the cut ends and abraded openings. No discontinuities were identified in the returned portion of the lead, as-received. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no additional anomalies were identified in the returned lead portions.

Event description:
It was reported that during a replacement procedure, the lead appeared to be unraveling near the generator. The lead and generator were replaced at that time. It was also noted that the patient was experiencing an increase in seizures. The explanted lead and generator were returned on (B)(6) 2011. Product analysis is not yet complete. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.